Manufacturer narrative:
H10: the reported problem was investigated via remote support. The customer reported a cardiac arrest of the patient with an incidence (death) and wanted to know if the monitor sounded correctly. The remote support sent a field service engineer to investigate the problem onsite. According to the field service engineer, the ECG lead off alarm was active for bed e4 between 15:48 and 16:12. If a leads off alarm is active, no physiological alarm can be generated as the monitor is not able to measure. The device did not fail to work as intended. This issue was not caused by a malfunction of the device. The evaluation of the fse was communicated to the customer. The device did not contribute to the adverse event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a cardiac arrest of a patient with an incidence of death and wanted to know if the monitor sounded correctly. The patient died.